Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of signal artifacts. The system was deactivated and there are plans to explant it. No additional adverse events were reported.